Event description:
It was reported that the deep brain stimulation (dbs) patient experienced swelling, redness, hot to the touch, and pain around their implantable pulse generator (ipg) and extensions. It was assessed that the patient had developed an infection. A culture was taken; however, the results are unknown. The patient underwent a revision procedure wherein their ipg and extensions were explanted and replaced. The patient was doing well postoperatively. The devices were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the week of november 10th, 2024 additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7130033. Product family: dbs-extension, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7130200.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced swelling, redness, hot to the touch, and pain around their implantable pulse generator (ipg) and extensions. It was assessed that the patient had developed an infection. A culture was taken; however, the results are unknown. The patient underwent a revision procedure wherein their ipg and extensions were explanted and replaced. The patient was doing well postoperatively. The devices were discarded.